Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two echelon catheters tip were ruptured the patient was undergoing treatment for right ophthalmic artery aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was femoral artery with 7mm diameter.  It was reported that the echelon microcatheter was chosen to deliver the coil, and after normal hydration and shaping, the tip ruptured. It was replaced with the same model and brand resulted in another tip rupture upon shaping. Ultimately, a catheter from a different brand was used to successfully complete the procedure. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the catheter tip rupture was not determined. There were no issues that resulted in the damage that was found.

Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): two echelon-10 micro catheter was returned for analysis within a shipping box; within a sealed biohazard pouch; within their opened echelon-10 micro catheter inner pouches and within individual dispenser tracks. Visual inspection/damage location details: (pli-10) the total length of the echelon-10 micro catheter was measured to be 155.6 cm. The usable length of the echelon-10 micro catheter was measured to be 147.9 cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub. No bends or kinks were found with the catheter body. The distal tip was found to be separated and not returned. The echelon-10 micro catheter distal tip was noted to be pre-shaped. No other anomalies were observed. (Pli-20) the total length of the echelon-10 micro catheter was measured to be 155.9 cm. The usable length of the echelon-10 micro catheter was measured to be 148.2 cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub. No bends or kinks were found with the catheter body. The distal tip was found to be separated and not returned. The echelon-10 micro catheter distal tip was noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, and water exited from the distal end only. Conclusion: based on the device analysis and reported information, the customer¿s report of "catheter rupture with angio" was unable to be confirmed. The distal tip to the returned echelon-10 micro catheters were not returned; therefore, any other contributing factors could not be assessed. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.